Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
The devices used in this event were implanted in an off-label manner in the USA and was done contrary to smith & nephew device labelling and FDA device approvals. The bhr acetabular cup is approved for use only with bhr resurfacing femoral heads. The femoral hemi-head used in this event is approved only for hemi-arthroplasty use.